Event description:
During initial implant procedure, the suture sleeve was moving while attempting to fasten the left ventricular (lv) lead. The suture sleeve was eventually secured and the lv lead was successfully implanted. The patient was stable.